Event description:
The generator was replaced prophylactically. The generator was then received into analysis by the manufacturer. Analysis noted during the visual assessment of the pcba that there were contaminates on the trimmed edge of the pcba (tab removed). This prompted a further, can-open investigation of the generator which confirmed the contaminates and that the battery had reached an ifi condition with only 69.775% of the battery consumed. The battery measured 2.983 volts though the ifi range is 2.74v - 2.41v. The stored memory of the generator showed lead impedance was within normal limits throughout implant. Therefore the battery depleted prematurely. A review of the device history record of the generator showed there were no unresolved non-conformances prior to distribution. No additional relevant information has been received to date.